Event description:
It was reported that despite following proper battery management, batteries have been found to be below power criteria. No adverse event reported.

Manufacturer narrative:
The complaint of "battery was below power criteria" was not confirmed because the battery was not returned for investigation and battery maintenance record was not provided. A supplemental report will be filed it the batteries are returned. No adverse event reported.